Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1. 510 mg/dl, 189 mg/dl, 338 mg/dl, and 377 mg/dl 2. 377 mg/dl and 174 mg/dl reading of 377 mg/dl was taken only once - no duplication of reading. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.